Event description:
Patient with history of pancreatic cancer presented from chemo-infusion facility with complaints of back pain, nausea, and vomiting. Radiological study revealed the catheter had separated from the port chamber (suspected related to manipulation of port during chemo administration). During a two part procedure performed a few days later, the port and catheter were removed without incident. A voicemail was left for the manufacturer's rep by the specials technician. The plan is to return the device to the manufacturer's rep.